Event description:
During cystoscopy with right-sided stent exchange, laser lithotripsy and stone basket extraction - laser fiber of distal portion of the fiber became loose. Able to be taken out through penis without any identification of pieces left within the urethra.